Event description:
It was reported that during prep for an unspecified procedure a hair was found in the sterile packaging of an advantage inflation device. There was no patient contact. The procedure was completed with another advantage inflation device. Patient status is reported as fine.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4)